Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model and serial numbers unknown. Lasso nav catheter, model and lot numbers unknown. Merit medical heartspan transseptal needle, model # fnd-019-01, lot number unknown. St. Jude medical agilis nxt 8.5fr sheath, model # 408310, lot number unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase of the procedure, the patient became hypotensive. An intracardiac echocardiogram was performed, which confirmed the tamponade. A pericardiocentesis was performed, and 1 liter of fluid was withdrawn. The patient was reported to be in stable condition post-procedure, though extended hospitalization was required to monitor the tamponade. There are no patient factors that may have contributed to the injury. Activated clotting times were maintained in the 300-350 range during the procedure. The physician stated that though there were multiple issues during the procedure, he/she did not believe a bwi product malfunction to be the cause of the event. A transseptal puncture was performed with a merit medical needle. The sheath in use was a st. Jude medical agilis nxt 8.5fr. Overall ablation time was 13 minutes and 56 seconds, but the ablation time at the site of the injury is unknown. As a result, the temperature/impedance/power values at the time of injury are also unknown. The generator was in power control mode with a temperature cutoff of 50 degrees c and a power cutoff of 50w (titrated). Ablation was performed at 50w on the anterior wall and 35w on the posterior wall. The catheter was irrigating at 30ml/min. Spi values are unknown. The smarttouch catheter was in close proximity to a lasso nav catheter during the procedure. The catheter was zeroed after the initial warm-up phase, and the carto 3 system did indicate to re-zero it later in the procedure. No error messages presented on any biosense webster equipment during the procedure.

Manufacturer narrative:
(B)(4). It was reported that an (B)(6) female patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.